Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine could not be transferred smoothly into the bag as the user attempted to transfer it from the meter. Per additional information: reportedly, urine could not be drained as usual without the user¿s assistance. Since the urine in the meter could not be drained into the bag, the user tore the sticking film so that the urine could be transferred into the bag from the meter; but soon after, the film stuck to each other again and urine could not be drained.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no abnormalities on the returned sample. Water was introduced through the inlet tube and came out from urine meter to drainage bag without difficulty. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "6) insert catheter into urethral meatus, ad advance it until the balloon enters the bladders and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 7)pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8)keep the drainage bag below the bladder level without touching the floor. 9)secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube."

Event description:
It was reported that urine could not be transferred smoothly into the bag as the user attempted to transfer it from the meter. It was later reported, that urine could not be drained without the user¿s assistance. Since the urine in the meter could not be drained into the bag, the user tore the sticking film, so that the urine could be transferred into the bag from the meter. Afterwards, the film stuck to each other and urine could not be drained again.